Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative via email, the customer was relayed that he was hospitalized due to low blood glucose incident. Customer stated he was not sure what had happened. Customer stated he had changed out is complete set and once he was done, the next thing he was out for eight hours due to the low blood glucose. Customer was unable to perform troubleshooting during the time of the call. The insulin pump is not returning for analysis.